Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leas-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation from non-target areas due to lead migration. X-ray confirmed that the lead had moved out of place. The patient underwent a lead revision procedure and was doing well postoperatively. The explanted leads will not be returned.